Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atypical flutter ablation with a octaray mapping catheter and the patient experienced foreign body from a broken catheter. The patient had a mitral valve replacement, and the octaray mapping catheter got caught in the mechanical valve and one of the splines broke off and went into the spleen. It was discovered while mapping, the physician felt like he could not move the catheter and it was observed that the signals on the spline were gone. It was observed live on fluoroscopy that one of the splines broke off and went into the ventricle. The physician followed procedure, he first checked the brain to make sure it did not go up, when they saw it was clear he went and found the spline by the spleen. No medical intervention was provided to the patient, "they decided that it was a safe location where it was not going to travel anywhere". The procedure continued, the octaray mapping catheter was pulled out and they finished ablation. The patient's last known status was stable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.